Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All information was investigated, and the reported device damaged by another device (dislodged) and single leaflet device attachment appears to be related to procedural conditions associated with the second clip interacting with this first implanted clip, causing slda of this implanted clip. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with degenerative mitral regurgitation (mr) and a flail for a mitraclip procedure. There was some difficulty visualizing the first clip. One mitraclip clip was deployed. A second mitraclip xt was selected for implant. Under echocardiogram, the second clip required to be implanted more lateral. The second clip knocked against the first clip and caused a single leaflet device attachment (slda) with the first clip. The first clip detached from the posterior leaflet and remained attached to the anterior leaflet. The second clip was implanted. A third clip was implanted to stabilize the first clip. The final mr grade was 2.